Event description:
The company rec'd a report where it was claimed that the tube developed a leak during pt use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Part number # 160-45 is not distributed in the us; however, is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k791045. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.